Manufacturer narrative:
Model number/catalog number: sc-2317-50. Serial number: (B)(4). Batch/lot number: 18106097. Model/catalog description: infinion cx lead kit 50cm.

Event description:
A report was received that the patients leads was having multiple contacts missing due to lead fracture.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients leads was having multiple contacts missing due to lead fracture.